Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/o lymphadenectomy surgical procedure, the system displayed repeated recoverable error. The customer received phone assistance from the technical support engineer (tse). Prior to the call, tse confirmed that user already restarted the system, but issue persisted. Tse confirmed error code 32100 pointing to the universal surgical manipulator (usm). Tse advised to try another system power cycle with emergency power off (epo) and be prepared to use the system as a 3-arm system. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: during the procedure, usm 1 was disabled by the surgeon due to the persistent issue. The procedure was completed with the remaining 3 usms. Surgeon used the surgical port on usm 1 for laparoscopic instrument with a grasper to provide the necessary retraction.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue through system log review; however, was unable to reproduce the usm arm issue. Fse proactively replaced the usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The universal surgical manipulator (usm) came into failure analysis with a reported problem of error 32100 and 31226 which was confirmed as having occurred in the field but not replicated. System logs recorded error 32100 pointing to the axes controller arm (aca), and error 31226 pointing to the parallelogram. The usm was tested on an in-house system in normal mode with no triggered errors. The usm was also tested on a psc fixture test platform (pftp) where all test passed. As a precaution, the aca and yaw/ pitch motor modules will be replaced due to error 32100, and the parallelogram assembly will be replaced due to error 31226.

Event description:
Refer to h10/h11 for follow-up information.